Manufacturer narrative:
The suspected device has been returned for evaluation. The complaint is confirmed. The most probable cause could be mechanical stress, such as overtightening during product application, caused the crack in the female luer fitting. A search of the complaint database was performed and no similar complaints for this lot number were found. The product history review was analysed, and no exception documents were found. Nonconformances of this nature are monitored by the operation and engineering team. This complaint will be used to trend for similar complaints.

Event description:
Customer reported a mixture of saline and blood leaked from the stopcock. The crack location was unknown. No patient harm.